Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 511mg/dl. The customer stated that she changed the infusion set and the reservoir, but her blood glucose continued to rise. Troubleshooting was performed. The bolus history revealed no delivery alarms. Ran a fixed and high pressure tests and passed. No further information was provided.